Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the doctor that when he used the torque limiter for axsos3 prox lat tibia plate`s shaft holes, after tightening two screws didn't locked at all.